Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that approximately one week post implant the patient developed exit block due to high threshold measurement on the right ventricular (rv) lead. Subsequently the output was not able to be adjusted to allow for an appropriate safety margin, thus loss of capture was noted. The patient was in complete heart block with a heart rate in the 30 bpm range when he presented to the emergency room. The patient was then brought into the cath lab where it was noted that all other measurements were stable and the lead still remained in good position. Subsequently the physician opted to explant the lead. A large piece of tissue was observed to have come loose with the rv lead. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of high thresholds and loss of capture, however traces of tissue were seen on the electrode tip.